Manufacturer narrative:
Concomitant medical prdouct: model: d314drg, ICD; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, no capture, high impedance and oversensing noise with episodes of non-sustained ventricular tachycardia (nsvt). A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.